Event description:
The customer reported as follows: after taking images, preview image was displayed for just a moment, but immediately, monitor display became black, and operator could not see the images taken prior to this. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
Gender info was not provided. Investigation of the reported problem found that the root cause was related to software issue. This problem was caused by the overlapping and mix-up of the preview image process and the sharpness adjustment process. When the sharpness adjustment function was on, the program processing of the software was affected by the processing speed, the performance of control pc used, conditions prevailing in the operating environment and other factors. This caused an intermittent loss of images. The problem has been corrected in a software upgrade which is an improved version of the program. The (B)(4) was not distributed in the united states. This reported event occurred outside the USA. The voluntary recall is being conducted in (B)(6). (B)(4).